Event description:
Bd veritor use for covid-19 under emergency use authorization (eua): positive covid-19 resulted on this product; serial number (B)(4) on (B)(6) 2021; pcr confirmation from (B)(6) confirmed this patient was actually negative. Outcome was a delay in care, patient's surgical procedure was cancelled and rescheduled once the pcr negative result was confirmed. FDA safety report ID # (B)(4).